Manufacturer narrative:
Section a4: weight: unknown, information was requested but not provided. Section d6b: if explanted; give date: n/a (not applicable). The intraocular lens remains implanted. Section h3: the device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that, following implantation of a preloaded monofocal intraocular lens (iol) in the patient's right eye, a small defect was identified within the lens. The defect was located outside the patient's visual axis and was not anticipated to adversely impact clinical outcomes. It was confirmed that no force was applied during lens delivery. No patient injuries, including capsular tear or other complications, were reported, and no unplanned medical or surgical interventions were required. The device remains implanted and the patient outcome was reported as favorable, with visual acuity of 20/30 at postoperative week 1, with mild corneal folds noted. No further information was provided.